Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states the customer had prime rewind issues. The customer received compromised force sensor system alarm. The customer's blood glucose level at the time of incident was 358mg/dl. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The mother agreed to receive continuation of therapy pump, but declined to returned damaged pump at this time.